Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having some severe problems with the pump. The patient was getting red sores on his legs and the patient's left leg was losing weight "real bad". It was noted that the patient had 12 sores on his left leg and 3 on his right leg. The patient's diabetes doctor stated the sores were not from the diabetes. "They" said the patient was getting some chemical reaction from the pump breaking down. It was stated that the patient still had a catheter in his spine and if it pulled out "I will be dead". It was further stated that no one would remove the pump and catheter because the catheter is so old it may break while removing it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient requested physician listing to find a physician to remove the pump. The patient was starting to get a bleeding infection near his wound over the pump. The patient had an appointment tomorrow to check the wound. The patient also requested a letter indicating the risk of having the pump implanted long term. The circumstances that led to the bleeding infection, the steps taken to resolve the bleeding infection, and if the bleeding infection was resolved were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that a pump problem led to the bleeding infection. No steps were taken to resolve the bleeding infection and the bleeding infection had not resolved. The patient had not found anyone to remove their pump that was put in in 2006.

Manufacturer narrative:
Previously reported device and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the they still have a pain pump in them that has been in them for 14 years. It was noted that the pump was breaking down. It was noted they stuck their finger on the top of the pump and it went into the pump. It was noted there was a hole in the pump now. No further complications were reported/anticipated.